Event description:
User received discrepant hcg results for five patient samples. Two examples were provided. Sample 1 is a female, initial result 3295 miu/ml, repeated in 2008 gave 23299, 23379 and 23230 miu/ml. Sample 2 initial result 5537 miu/ml, repeated on the same day gave 92303, 94832, 89604 miu/ml. Initial results were reported, but user does not state the patients were adversely affected. Only the gestational estimate was changed by one week for both patients. The field service representative determined the cause was possibly a broken pre-clean needle that was replaced. Performance tests were performed which were within specifications.

Event description:
User received discrepant hcg results for 5 pts samples. Two examples were provided. Sample 2, initial result 5537 miu/ml, repeated in 2008 gave 92303, 94832, 89604 miu/ml. Initial results were reported, but user does not state the pts were adversely affected. Only the gestational estimate was changed by one week for both pts. The field service representative determined the cause was possibly a broken pre-clean needle that was replaced. Performance tests were performed which were within specification.